Event description:
The external pulse generator was returned as a trade-in/exchange and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper and lower cases and one control knob were broken and the battery contacts were compressed. (B)(4).

Event description:
The external pulse generator was returned in accordance with instructions affiliated with the current corrective field action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.